Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 570 mg/dl. Cause of high bg was not known. Customer administered a manual injection to address the issue and went to the emergency room with small ketones. Customer was treated with intravenous fluids; nature of fluids was unclear. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.